Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples were missing. The surgeon performed a colostomy and applied sutures to complete the procedure. The hospital has reported the patient's condition is satisfactory.